Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site (tecomet) for investigation. Tecomet reports "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in (B)(6) 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position. There is no visible damaged to the jaw pivot pin area of the outer tube assembly. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. We are able to validate this complaint for the returned instrument. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient no patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient no patient harm or injury. The patient status is reported as "fine".